Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was reset. Customer's blood glucose level was 506 mg/dl which was addressed by reloading the cartridge and delivering a bolus. Reportedly, the customer continued to use the pump for insulin therapy.